Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced with a new electrode and system tested ok. The aia-2000 was working as intended. No further action required by fse. The probable cause of the event was the waste electrode/cap broken.

Event description:
On (B)(6) 2015 a customer reported the waste alarm not working with their aia-2000 system. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting estradioland (e2) and intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.